Event description:
(B)(6) 2011, a vns generator replacement surgery was performed. Immediately after the surgery, in recovery, patient experienced loss of voice, breathing and swallowing problems. The nurse called the surgeon at patient's request; however; the surgeon did not come into the recovery room to check on the patient. He told the nurse the settings were correct. The battery life showed end of service 5 months prior to this surgery. The surgeon had activated the device at the strength that was noted in the chart 5 months prior; however, the device had lost strength and was not putting out this current. The patient had told her neurologist that she was unable to feel the device go off and it was not working properly during her visit in (B)(6) 2011. The surgeon's manual from cyberonics states that activating the device should be done after surgery. This is the patient's third vns implant and activating it during surgery has never occurred before. Two weeks after surgery, the patient was seen in the emergency room for acute bronchitis due to aspiration of fluids and the device was shut off on (B)(6) 2011. She was referred to an ent. An examination revealed true left vocal cord paralysis. It was stated that the jolt from activating the device at a level that the body had not been receiving for months was a probable cause since there were no signs of intubation injury. The patient underwent surgery for the vocal cords on (B)(6) 2011. In (B)(6) 2011, the device was turned on to its lowest setting by the neurologist. The patient continues aspirate on food periodically even on the lowest setting. It has been decided to turn it off. Patient would like the generator explanted; however, the neurologist is not in favor of this presently. Dose: 1.5 milliamps every 3 min.